Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported the patient was confused when providing data. The patient stated she did not get much sleep on (B)(6). The patient stated the tape had itched her back terribly. Additional information from the patient on (B)(6) reported she took ibuprofen pm to help sleep. The patient stated she know she would stop taking the ibuprofen on (B)(6). Additional information from the patient on (B)(6) reported she was hoping to have better results and couldn't sleep last night due to the urgency to urinate. Additional information from the patient on (B)(6) reported t night she got the urge to go, but when she got to the bathroom she was unable to void and then when she laid down the urge came back and she was then able to void. There were no further complications that have been reported as a result of this event.